Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 22mm amplatzer amulet left atrial appendage occluder was successfully implanted. Sizing of the patient's left atrial appendage (laa) was completed via angiography and pre-imaging echocardiography. The laa dimensions were as follows: orifice: 23min -30max, landing zone: 15min-20max, and average depth: 20mm. It was reported that the patient was admitted to the hospital for confusion and acute heart failure exacerbation and subsequent event of hematochezia from (B)(6) 2023. During the hospitalization stay, it was reported the patient underwent chest computed tomography (CT) with contrast on (B)(6) 2023, echocardiography on (B)(6) 2023, and x-ray on (B)(6) 2023. It was then reported during a scheduled transesophageal echocardiography (tee) follow up on (B)(6) 2023, the patient presented with significant shortness of breath, reported orthopnea, and was admitted to the emergency department. The patient was reported to have gained 25 lbs from baseline and underwent x-ray on (B)(6) 2023. The patient additionally underwent an abdominal and pelvic CT scan and echocardiography on (B)(6) 2023. It was reported that on (B)(6) 2023, during a 45 day follow up tee, it was noted the amulet had dislodged into the left atrium. There was no report of any blockage or obstruction of blood flow due to the embolized device. An attempt to retrieve the device on (B)(6) 2023 was unsuccessful due to endothelialization. It was noted the device seemingly healed enough from implant before rotating out on a hinge point inferior ad posterior in the left atrium. The device was away from pulmonary veins and away from the mitral valve. The patient remained hemodynamically stable throughout the procedure.

Manufacturer narrative:
An event of device embolism which was noted at the 45 day follow up was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that the dislodgment of the device was through to be due to the patient having several falls post implant. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2023, a 22mm amplatzer amulet left atrial appendage occluder was successfully implanted. Sizing of the patient's left atrial appendage (laa) was completed via angiography and pre-imaging echocardiography. The laa dimensions were as follows: orifice: 23min -30max, landing zone: 15min-20max, and average depth: 20mm. It was reported that the patient was admitted to the hospital for confusion and acute heart failure exacerbation and subsequent event of hematochezia from 25 (B)(6) 2023. The physician does not believe this to be dive related. During the hospitalization stay, it was reported the patient underwent chest computed tomography (CT) with contrast on (B)(6) 2023, echocardiography on (B)(6) 2023, and x-ray on (B)(6) 2023. It was then reported during a scheduled transesophageal echocardiography (tee) follow up on (B)(6) 2023, the patient presented with significant shortness of breath, reported orthopnea, and was admitted to the emergency department. The patient was reported to have gained 25 lbs. From baseline and underwent x-ray on (B)(6) 2023. The patient additionally underwent an abdominal and pelvic CT scan and echocardiography on (B)(6) 2023. It was reported that on (B)(6) 2023, during a 45 day follow up tee, it was noted the amulet had dislodged into the left atrium. There was no report of any blockage or obstruction of blood flow due to the embolized device. An attempt to retrieve the device on (B)(6) 2023 was unsuccessful due to endothelialization. It was noted the device seemingly healed enough from implant before rotating out on a hinge point inferior and posterior in the left atrium. The device was away from pulmonary veins and away from the mitral valve. The patient remained hemodynamically stable throughout the procedure.